Event description:
It was reported that the patient had his inflatable penile prosthesis implanted in 2002 removed due to unspecified reasons. A new inflatable penile prosthesis with 21 cm x 12mm cylinders, pump and conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.